Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint of ¿difficult/unable to remove¿. The instrument was found to have a be grip at the hinge causing grip to not stay on the grip pin. The root cause of bent instrument grips -tips is typically attributed to the mishandling/misuse. No image or video clip for the reported event was available for review. A review of instrument log was performed. Per review, the force bipolar instrument (part # 471405-06 / k10220404 0252) was last used on (B)(6) 2022 on system (B)(4). The force bipolar instrument has 4 uses remaining after last use. There is no indication that the instrument was used in subsequent procedures after the alleged event reported in this record. This complaint is being reported due to the following conclusion: it was alleged that the force bipolar instrument was difficult/unable to be removed due to one of the joints where the cables broke. Jaw dislodgment could result in the tips being stuck and unable to be opened with mtm activation or instrument release kit (irk) use. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur while grasping tissue. Medical intervention may be required in the event that the instrument jaws fail to open from tissue when commanded by the user or system. At this time, it is unknown what caused the grip/hinge to become dislodged.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, a force bipolar instrument had broken joints where the cables were located. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.